Event description:
I called tandem diabetes care about a problem with my t:slim insulin pump not working, my blood sugars were off the chart high for 3 days and had to do injections to lower sugars. Had lots of occlusion alarms, error alerts, touch response very delayed and the pump would shut its self off. They claimed nothing wrong with my pump and refused to replace it. I called an on call ER doctor for advice and was advised it is a defective device that should not be used. Tandem t: connect staff said software issue. Before calling tandem I tried changing out the cartridge, inset and tubing, blood sugars were still high. Did my own testing without hooking to the pump, the date changes its self, the time changes its self and again I called tandem and they called me a liar. On (B)(6) 2015 I had an appointment with my cde (B)(6) at (B)(6) and another cde that (B)(6) asked if she could join us ((B)(6) said she is new and that she had not met her yet.) That is fine, the more that see the pump issues the better. The pump acted up like it was doing to me. I was deceived by both (B)(6), they knew (B)(6) (other cde) works for tandem and never informed me until I contacted (B)(6) to see if she heard of my pump replacement.